Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the fit was made, however, the stapling was not performed. The event occurred after several unsuccessful attempts. The stapler was not able to fire. In order to resolve the issue and complete the case, another device was used. There was no patient injury reported.